Event description:
Subject underwent endovascular repair of aaa using the trivascular ovation abdominal stent graft system on (B)(6) 2013. The iliac limb device (14x14x120mm) was removed from its labeled packaging. Upon insertion of the iliac limb delivery system, the physician noted under fluoroscopy that the device appeared shorter than the intended size (14x14x120mm). At this time, the trivascular case support verified the size on the flushport body of the device to read '14mm x 16mm x 100mm'. The device was removed from the pt and another device was used. There were no pt sequelae as a result of this event.

Manufacturer narrative:
The subject device was returned for analysis. Based on the analysis, the device was labeled on both the product carton and pouch with the incorrect lot number and size (subject device fs120910-08 was labeled as fs081910-08) during a re-labeling process to extend shelf life. The device over-labeled with lot fs120910-08 was returned to trivascular. The physical receipt and evaluation of both devices (lot fs120910-08 and fs081910-08) confirms that the two device labels were switched during the relabeling process.